Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that, in two instances, the patient's pump triggered an occlusion alarm, despite the absence of any visible blockage, kinks, or clamping in the tubing. Per reporter, in both instances, the infusion was successfully continued by switching to another extension set, although it was not confirmed whether the replacement set belonged to a different lot. A registered pharmacist verified that, at the time of reporting, the infusion was functioning properly without any issues. The therapy was continuous, but the specific flow rate and volume delivered were not disclosed. The position of the pump during the alarm was deemed not applicable, as no pump malfunction was reported. No patient harm/adverse event was reported.